Event description:
During an ent procedure, a small fragment of the diego microdebrider blade sheared off during some resection of the ethmoid bone. We carefully looked around and did not see anything. An x-ray was also taken during the case to confirm that we had left no foreign body in the pt. X-ray negative. The oropharynx and hypopharynx were all explored meticulously as well during the adenoidectomy portion of the case.